Event description:
It was reported that after stenting the sfa, a deformation or fracture of the stent occurred.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway. This event is associated with the same pt in the event reported under MFR report no 9681442-2009-00079. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.